Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's visual acuity changed from pre-op (B)(6) n6 bcva (best corrected visual acuity) to post-op (B)(6) n36 bcva. There was no improvement in patient's bcva and was confirmed with oct (optical coherence tomography), ffa (fundus fluorescein angiography) and MRI (magnetic resonance imaging) (nad). The symfony was implanted in the patient's right eye. The lens was explanted and replaced with a monofocal lens. Patient's bcva improved post op. No further information was provided. Patient was at -0.75 cyl at 100 degrees for distance correction and +1.0 diopter was added for near. Through follow up, it was reported that the lens was not decentered.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/17/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed a scratch on the optic surface. A part of the haptic was missing. Considering the condition of the product additional analysis was not possible. The condition of the lens was most probably a result of the explant process. The customer's reported complaint could not be confirmed. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.